Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address shoulder pain and lack of mobility. During the revision surgery, inside the capsule the inferior locking screw was removed due to it eroding the humeral cup. No screw was used to replace it. A +9 mm spacer and a 38 +6 retentive cup were used to gain appropriate stability. Doi: (B)(6) 2018; dor: (B)(6) 2018; right shoulder.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.